Manufacturer narrative:
A patient had high impedances on all but 2 contacts on their scs paddle lead was reported to abbott. As a result, the lead was explanted and replaced to address the issue. Effective therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The UDI is unavailable as the device was manufactured prior to the requirement.

Event description:
It was reported that the patient had high impedances on all but 2 contacts on their scs paddle lead. The patient underwent surgical intervention wherein the device was explanted and replaced to address the issue. Effective therapy was restored post-operatively.